Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the video system center exhibited a fan failure and a printed circuit board failure resulting in no image. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, d9, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image issue was likely due to failure of the printed circuit board. The fan failure was likely due to the fan¿s rotation speed being incorrect due to a broken fan wire. However, a definitive root cause was not determined. Olympus will continue to monitor field performance for this device.